Manufacturer narrative:
It was reported that the customer's reported problem was verified. Inspected the pump and performed functional tests, it failed air detector test. The rear label was also found damaged and torn. Further investigation and found that the air detector sensor was defective and the root cause of the issue. Therefore, the air detector sensor will be replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the air sensor is bad, back label needs replaced. No patient injury reported.